Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event and found the distal end of the probe was broken and a piece had detached. In addition, service observed foreign material in the light guide lens. The adhesive rubber on the insertion section was scratched and the forceps port was incised. The control unit demonstrated wear, the paint was peeling off the cover, the up/down plate was damaged, and the angulation system was out of specification due to wear. The ultrasonic connector was corroded, and the universal cord demonstrated chemical damage. The charge-coupled device unit cable was too short. Several of the device components demonstrated scratches and wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the acoustic lens had detached from the subject device. Further communication with the customer confirmed the device had been used in an endobronchial ultrasound (ebus) lymph node needle aspiration, with no issues reported. There was no patient or user injury reported due to the event. The device was inspected prior to use with no abnormalities observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to either stress or the user's handling of the device. The instructions for use (IFU) states the following: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.